Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil became extrinsically fractured due to a cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for elevated sensing integrity counter (sic), noise and high impedance on the right ventricular lead. The alerts and therapies were turned off and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.